Manufacturer narrative:
See d4 expiration date, d10, h4 and h11. Complaint has been evaluated and is similar to: (B)(4), s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. Note: cannot determine which insert was used in surgery as it was not noted on the dticket.

Event description:
Revision surgery - due to fractured glenoid.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.